Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -11.00/1.5/111(sphere/cylinder/axis), implantable collamer lens keeps on rotating, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.